Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After the implant procedure, it was noted that there was a loss of capture and no sensing. The lead was repositioned, and the patient was stable with no adverse consequences.